Event description:
It was reported that during a percutaneous transluminal septal myocardial ablation (ptsma) procedure, the polymer sleeve of the guide wire "came off." The lesion was located in the septal branch of the left anterior descending (lad) coronary artery. During the procedure, it was noted that "the polymer sleeve was come off." The procedure was completed with this guide wire. No patient injuries or complications were reported. Patient status is listed as "good." Further information has been requested, but has not been received as of date.